Event description:
It was reported the pt complained of pain at her ipg site. Follow-up indicated the physician explanted and replaced the ipg with a different model as it had depleted. The pt reported effective stimulation was regained as a result of the procedure. The explanted device will not be returned to the manufacturer.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.